Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 192 mg/dl and the sensor glucose was 73mg/dl at the time of the incident. The customer reported that her sensor was saying 73mg/dl and her blood sugar was saying 192mg/dl. The customer stated that this has happened all day; this morning sensor said she was in low 70mg/dl range but finger prick confirmed she was 300mg/dl. Customer treated for high blood glucose with manual injection. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was not suspended due to sensor glucose values in the 60mg/dl range. Suspend on low limit in sensor settings was 70mg/dl. Customer declined high blood glucose troubleshooting. The sensor will be returned for analysis.